Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump resulting in pump shutting down. The customer reverted to an alternate method of insulin therapy. It was also reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. A new charging cable was sent to the customer. The customer's blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed via correction injection.